Event description:
It was reported the patient felt a shock last night that started at the pump and went to their ¿mid-thigh, inside the left leg and also up from the pump, up the chest and stopped on the outside of the bottom lip on the left side¿. The patient also experienced collateral tingling on the inside of their left arm. It was reported ¿it was just all under the skin¿ and not deep or muscle related. It was noted the pump was implanted in the left abdomen. It was reported the patient burped, their stomach expanded, the pump pressed against their waist band of their draw string shorts and then the patient felt the shocking. It was reported it almost bent the patient over and their lips were still numb at the time of this report. The patient felt after effects for a while, where shock traveled under their skin, their mouth felt numb, and their arm felt ¿different¿ for a while. It was noted the patient was at home and was standing when the shocking occurred. Nothing out of the ordinary had happened that day as well as no medical procedures had been performed. On the day of this report, the patient felt ¿slightly off-kilter¿ but it was not known if it was just in the patient¿s head due to what had happened. It was reported there was no change in pain. The device system was used to deliver morphine and second drug the reporter could not recall. It was later reported the patient had felt the shocking sensation and it was similar to a report the past july however this time the patient felt it ¿only about 3 inches about to 3 inches below the pump.¿ the patient had been just walking in their home when it was felt. The patient also felt a ¿tingling¿ sensation right over their pump earlier in the morning on the day of this report, when the patient passed their cell phone in front of their body. It was reported the event ¿practically brought me to my knees.¿ it was reported it was the first time the patient had experienced this. It was reported the pump was working therapeutically. It was also reported about three weeks post implant, two of the bottom suture loops on the pump had come loose and the patient believed it was possibly related to the shocking. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).